Event description:
Anesthesiologist reported that a patient experienced hypoglossal nerve injury following surgery in which a lma airway was used. Event occurred approximately two months ago. Patient recovered after two weeks. It is unknown whether patient received treatment for injury. No further information was provided. The device has not been returned for investigation. If further information is obtained a follow up report will be filed.